Event description:
It was reported that the ilet bionic pancreas generated repeated insulin occlusion alerts that were only resolved after the user replaced the infusion set multiple times and then changed the entire supply set, including cartridge and luer connector. Symptoms included elevated blood glucose at 172 mg/dl without reported hypoglycemic events. Outcomes included the need for troubleshooting support and replacement of infusion sets, luer connectors, and cartridges. Investigation included technical support guidance and user-directed component replacements. Investigation of this case revealed that the occlusion condition resolved after replacement of the infusion set and associated disposable components. It was concluded that the event was attributable to an occlusion related to disposable components, with device function restored after supply changes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.